Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip failed efaa, entrapment of the clip on the leaflets, clip open post deployment and clip movement requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed on the mitral valve. While establishing final arm angle (efaa), the clip opened more than 5%. The clip was retightened and a second efaa was performed but the clip opened again. The clip was unlocked and relocked, leaflet insertion confirmed and the clip closed fully. Efaa was performed again and the clip opened. The clip was opened and inverted however it was noted the flail segment was attached to the frictional element. Troubleshooting to free the clip was unsuccessful therefore the decision was made to attempt to deploy the clip. The leaflets were recaptured and the clip again opened during efaa. The clip was retightened and the lock line removed. The clip was deployed and remained attached however was open more than desired. A second clip was placed laterally and performed as expected. Movement was noted from the first clip therefore a third clip was placed medial to the first clip to stabilize it, reducing mr to 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip open while locked and clip open during efaa. The reported partial clip movement appear to be due to the clip open while locked. The entrapment of device (flail segment stuck to the frictional element) appears to be due to troubleshooting maneuvers of the clip openings. The unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.